Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered 3 air detected in cassette warnings during drain 3 of 6. Fluid was found dripping from a hole in the patient line tubing. Patient was advised by technical services to set up with new supplies. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient was able to complete treatment with a new set up. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered 3 air detected in cassette warnings during drain 3 of 6. Fluid was found dripping from a hole in the patient line tubing. Patient was advised by technical services to set up with new supplies. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient was able to complete treatment with a new set up. The cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.